Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain, chills, and fever. The cause of peritonitis was not reported. The patient was hospitalized and treated with vancomycin injection (2000mg, every day, ongoing) and amikacin sulfate injection (0.2g, everyday, ongoing) for peritonitis. Pd therapy was ongoing. Seven days after event onset, the patient was recovered from the event. . No additional information is available.